Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel machine continued to give malfunction errors (the black rotor will not stay seated and keeps coming loose). This occurred during a knee scope with injection7, preventing them from being able to spin down the bmac and provide the intended injection to the patient. Additional information was provided on 04/24/2024 where it was stated that an abs-2016-01 biosurge kit with 2.5cc allosync was being utilized during this event.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette and or/ incorrect user handling.